Event description:
30 minutes into the procedure under endotracheal anesthesia, the etco2 declined from the low 30s to mid 20s accompanied by very loud heart sounds, similar to that of an artificial heart valve. The procedure was interrupted while this event was being evaluated; it cleared spontaneously after about 3 minutes. The patient's vital signs, EKG, sao2 did not change and remained normal. The procedure was brought to a close. The patient emerged normally from anesthesia and had a totally uneventful recovery.